Event description:
The following has been reported: pump problem. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: electrical hardware failure (battery 2). The device was returned for investigation. During investigation, the device was not functional and on startup would give both a major and minor pump problem alarm. A set of engineering batteries were installed which resolved the minor pump problem alarm, confirming the battery issue. The air compressor is failing negative charge. Additionally, this pump has damage consistent with a drop(s) as the two handle screw mounts that hold the pneumatic plate were broken in half and all four main pcba screw mounts were broken as well. Reporting as a conservative measure due to the air compressor failing negative charge. No adverse effects were reported.